Event description:
The customer reported that the insulin pump alarmed compromised force sensor system and there were some alarms in the alarm history. The customer stated that the drive support cap is loose and protruded. Customer's blood glucose is normal, didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed due to the loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.